Event description:
It was reported that device detachment occurred. An 8f mach 1 guide catheter was selected for use. After the procedure was completed, a small ring-shaped object was observed floating in the left ventricle. The physician thought that the tip of the guide catheter had fallen off. The procedure had been completed with this device. No further patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic observation revealed that the device tip was intact. No additional device damage identified on device. Media provided by the site was reviewed and found to show no damage to the device and the device tip appeared intact.

Event description:
It was reported that device detachment occurred. An 8f mach 1 guide catheter was selected for use. After the procedure was completed, a small ring-shaped object was observed floating in the left ventricle. The physician thought that the tip of the guide catheter had fallen off. The procedure had been completed with this device. No further patient complications were reported.